Manufacturer narrative:
A ge service rep performed an on site investigation. The screw in the collimator cover was tightened during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system had a loose screw in the colimator cover showing in the images. No pt injury was reported.